Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and blank display. Troubleshooting for failed battery test was performed. Customer advised the display screen was blank and then the device alarmed failed battery test a minute later. Customer advised this was a past event and when they replaced the insulin pump with a new battery the issue was resolved and has not recurred. Customer was advised a replacement battery cap would be sent out and to monitor the device.